Event description:
The customer reported that on this x-ray system the dose is always at the maximum and the monitor becomes black without an image.

Manufacturer narrative:
Conclusions - the investigation found that the root cause was due to the xtv5 camera being out of specification(s). This is a very old x-ray system (more than 20 years old) and it is listed by philips as "end-of-life." Therefore, the customer was informed that no repair was possible and to put the system out of service.